Event description:
It was reported the device became stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure to treat a long segment occlusion, located in the superficial femoral artery (sfa). During the procedure, a kink was noted on a portion of the device outside of the patient connected to the console system. After the catheter entered inside the patient, the machine ran for about one minute and the boston scientific thruway guide wire became stuck, it could move backward but it could not move forward. The jetstream xc atherectomy catheter and thruway guidewire had to be removed as one unit together from the patient. An unknown-brand balloon and unknown-brand stent were used to complete the procedure. Once outside of the patient, the thruway guidewire had to be forcefully removed from jetstream xc atherectomy catheter by the physician. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unable to exclude device problem.'

Event description:
It was reported the device became stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure to treat a long segment occlusion, located in the superficial femoral artery (sfa). During the procedure, a kink was noted on a portion of the device outside of the patient connected to the console system. After the catheter entered inside the patient, the machine ran for about one minute and the boston scientific thruway guide wire became stuck, it could move backward but it could not move forward. The jetstream xc atherectomy catheter and thruway guidewire had to be removed as one unit together from the patient. An unknown-brand balloon and unknown-brand stent were used to complete the procedure. Once outside of the patient, the thruway guidewire had to be forcefully removed from jetstream xc atherectomy catheter by the physician. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 (B)(6).